Manufacturer narrative:
Stryker product analysis center further evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to the hlc which is permanently damaged, most likely due to maintenance which allowed hlc to fully deplete. The customer received a replacement device.

Event description:
A customer contacted stryker to report that their device would not power on when attempted. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on when attempted. There were no reports of patient use associated with the reported event.